Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator was not turning on. There was reportedly no patient involvement.